Manufacturer narrative:
Method: the actual device is currently being tested and evaluated. A review of the device history record (DHR) was conducted for the lot number provided. Results: at this time the evaluation and testing results are still in progress. The lot passed all manufacturing specifications prior to release. Conclusions: a follow-up report will be filed when the investigation has been completed. Further investigations are also being conducted with the reported information. Information form this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.

Event description:
Drug/diluent: marcaine (unk amount). Fill volume: 100ml. Flow rate: 2 ml/hr. Procedure: hernia repair. Cathplace: inguinal area. Date of surgery: (B)(6) 2013. Summary: pt phoned hotline nurse and reported a fast flow. It was reported that the pump infused 100ml's in 24 hours. Incident as reported: pt stated had no pain or reaction, but infused 100ml in 24 hours. Instructed to save after removal and place in a (B)(6) bag and box to return for evaluation. It was reported that the pt stated no pain and no adverse reactions.